Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increasing threshold measurements. A revision procedure was performed and it was noted that only one suture was used from both sleeves and it was not in the groove. Lead dislodgement was suspected due to lack of sufficient tie down. The lead was successfully repositioned. No additional adverse patient effects were reported.